Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect dipping parameter. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient went to the emergency room due to no urine output. In the emergency room a bard catheter was placed for urine drainage via suprapubic catheter. Upon trying to remove the cystofix, it failed to come out. A computed tomography confirmed that the suprapubic catheter and the cystofix had become entangled. Cystoscopy attempted and failed due to a complete stricture so a laparoscopic procedure was performed to remove both and a new suprapubic catheter was placed. The patient made a full recovery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient went to the emergency room due to no urine output. In the emergency room a bard catheter was placed for urine drainage via suprapubic catheter. Upon trying to remove the cystofix, it failed to come out. A computed tomography confirmed that the suprapubic catheter and the cystofix had become entangled. Cystoscopy attempted and failed due to a complete stricture so a laparoscopic procedure was performed to remove both and a new suprapubic catheter was placed. The patient made a full recovery. Hx- patient had urethral stricture and b.braun cystofix catheterization.